Event description:
Brush heads slip off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads on their oral-b triumph professional care toothbrush slipped off very easily mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads...slip off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads on their oral-b triumph professional care toothbrush slipped off very easily mid-brushing. No injury was reported. 06-jul-2023 case update: the suspect product lot was r62710828. The concomitant product lot was m229. No injury was reported. 27-jul-2023 case update from information initially received on 06-jul-2023: the suspect product was oral-b power rechargeable toothbrush handle 3764. The concomitant product was oral-b power oral care refills floss action eb25rb. No injury was reported.

Manufacturer narrative:
10-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.